Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated a tidal volume decline alarm and then the screen reset. While the screen blacked out for about 10 seconds, it was reported that the ventilator didn't seem to ventilate, so the patient was transferred to an alternate ventilator. There was no harm to the patient as a result of the event. After the ventilator was replaced, the screen reverted. Graphical user interface (gui) reset and loss of gui and breath delivery (bd) communication errors were also reported.

Manufacturer narrative:
Device evaluation summary: the graphical user interface printed circuit board (pcb) was replaced and was returned for failure investigation. The gui pcb xena ii visually and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. The part performed as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.